Event description:
The user facility reported that the device "slipped" on a patient with no patient injury. Obtained additional information from the facility; and was advised that after the clamp was placed on the patient, there was still some movement after locking. The clamp was removed, and a different one was used in the procedure. There was no injury to the patient.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.